Manufacturer narrative:
The reported issue related to pressure transducer test failure during pre-use check has been confirmed during evaluation of the provided problem description and service report. The device log files were also attached to this investigation. According to the information provided by the field service engineer (fse), it was found the nozzle units were defective and the parts have been replaced. No parts were returned for further analysis. The root cause for the reported problem could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 06/01/2021, corrected manufacture date: 05/27/2021.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).